Event description:
It was reported that , on the initial reported date, the healthcare provider (hcp) filled the patient¿s pump with 20ml of medication and the patient immediately complained of abnormal sensations. The hcp then pulled the medication out of the pump and was only able to aspirate 15ml. A partial pocket fill, of approximately 5ml, occurred. It was noted that, in regards to the cause of the pocket fill, the patient¿s pump had historically been difficult to refill and the hcp filling the pump was new. However, no details regarding this refill were reported. The patient was reacting to the medication with redness and sweating, so she taken to the hospital, where she was hospitalized for observation. It was indicated that the patient also experienced overdose symptoms, which included nausea. The patient was hospitalized for 24 hours and was discharged. The reporter was not sure of specific observations beyond that. As of (B)(6) 2014, the reporter did not believe that the patient had any remaining injuries. The device system was used to deliver hydromorphone 10mg/ml at 5mg/day.

Event description:
At the (B)(6) 2014 pump refill visit, the expected reservoir volume was 5.7 ml the actual volume removed was 1.5 ml. It was noted that the volume discrepancy ¿may have been due to problems with last refill¿.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).